Event description:
Add'l info rec'd from MFR 12/12/03. It was reported following a left heart catheterization procedure and femoral angiogram, a 6f angio-seal sts device was deployed to seal the right common femoral arteriotomy; hemostasis was achieved. Following deployment, pedal pulses were absent. The pt underwent surgery to remove the angioseal device. The pt was reportedly recovering. This event occurred during the sixth deployment in the sjm certification process. The sales rep stated the user is an exceptionally good deployer; while observing the deployment it appeared to go flawlessly. The sales rep communicated to the physician the positive outcome of the deployment and again indicated the user's thorough knowledge and excellent deployment technique of angio-seal device. The device was not returned for analysis. However, review of the device history record confirmed this lot met MFR requirements prior to shipment. Should add'l info become available in the future, sjm will reopen the investigation and analysis into this event. Based upon the info provided to sjm, the cause for the reported surgical procedure and subsequent device removal remains unknown. It should be noted this event occurred during the sixth deployment in the sjm certification process.

Event description:
Pt admitted due to chest pain times two days lasting about an hour. Pressure on left side with some sob/nausea. Resolved at rest. Cardiac enzymes neg x 1. Recommended to have " chc." Past cath pt had low pulse on lle and leg became cold. Seen by vascular surgeon. Taken to o.r. For right lower extremity exploration. Removal foreign body in femoral artery. Repair femoral artery. Intra-op angiogram. "Theombeday" right lfa. Tread used to "plank" seal broke and seal occluded artery causing blood clots.